Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, at times the customer is able to get the touchscreen to function after being pressed multiple times. Customer had elevated blood glucose levels (350 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Reportedly, customer has back up manual injections for continued insulin therapy.